Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 6.5, 4.0 and 5.4. Pt is being trained (new user). Pt got a 6.5 inr with first test then repeated and got 4.0 with second test. Pt's husband completed a self test on the meter and got 1.1 inr. Pt repeated test and got 5.4 inr. Pt later stated she is taking antibiotics and has 2 doses left; tomorrow is her last day to take antibiotics.

Manufacturer narrative:
Investigation pending.